Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer stated that they treated the low blood glucose with soda. The customer also reported that the audio of the insulin pump was not loud enough. Troubleshooting was done. The customer was assisted with self test. The customer stated that the insulin pump beeped during tone test. The customer stated that the insulin pump vibrated during vibrate test. The insulin pump will not be returned for analysis.